Manufacturer narrative:
Add info: there was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU. The wire tip was formed by the physician. When the guide wire was inserted the tip went through the side hole of the guide catheter and when the physician tried to retrieve it the tip uncoiled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guidewire was attempted to be used. It is reported that a portion of the guidewire detached in vivo. The detachment occurred within a guide catheter. The cougar guidewire was removed together with the guide catheter. No patient injury reported.